Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. H11 - attempts have been made to gather all product identification information and no further information has been provided. The reported event was confirmed by review of pictures. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed which confirms the fracture of the spring. The device history record was not reviewed due to missing lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the surgery the spring in the slap hammer broke. No foreign body was retained. There was no impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.